Event description:
This case was initially received via (B)(6) ((B)(4)) on 28-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced arthralgia ("poyarthralgia (sacro-iliac, shoulders, wrists, hands, fingers, knees, ankles, feet and toes)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), acne ("acne"), abdominal distension ("abdominal swelling"), uterine disorder ("vacuoled uterus") and endometrial thickening ("thickened endometrium"). The patient was treated with surgery (hysterectomy and salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, fatigue, acne, abdominal distension, arthralgia, uterine disorder and endometrial thickening outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, arthralgia, endometrial thickening, fatigue, menorrhagia and uterine disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-oct2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 497 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.